Manufacturer narrative:
Device was used for treatment, not diagnosis. The alert date entered is only an assumption since no alert date mentioned. (B)(4). Device is an instrument and is not implanted/explanted. Unsure if device is expected to/or not be returned to synthes manufacturer for evaluation /investigation, it has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a demo one piece of the cutter was projected. This could have been very dangerous. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was no patient involvement during the demonstration. The distal end of the device is broke and the piece went up in the air near the surgeon and the sales representative¿s eyes.